Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that a month after the dental implant was placed in site ada 3 in the mouth, the implant did not osseointegrate. Clinician reports patient's periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that a month after the dental implant was placed in site ada 3 in the mouth, the implant did not osseointegrate. Clinician reports patient's periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).